Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. The breach was further described as break in aseptic technique during pd operation. The patient was treated with unspecified treatment for the event. It was not reported if the patient was retrained on proper aseptic technique. At the time of this report, the patient had not recovered from the event. Dianeal therapies were ongoing. No additional information is available.